Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is completed a supplemental report will be submitted. Section a: a6: patient's race was asked but not provided. CAPA ca-00016. Manufacturer reference: (B)(4). Reports for the additional reported events / devices are found in the following mdrs: 3011649314-2023-00294, 3011649314-2025-00568, 3011649314-2025-00570, 3011649314-2025-00571, 3011649314-2025-00572.

Event description:
It was reported that the inclusive mini implant failed. The patient presented on (B)(6) 2023 for a primary procedure on multiple areas that didn't place. Five were attempted to be used and were reported to have a lack of primary stability during implant placement. The patient status was reported as waiting to heal to replace implants.

Event description:
It was reported that the inclusive mini implant failed. The patient presented on (B)(6) 2023 for a primary procedure on multiple areas that didn't place. Five were attempted to be used and were reported to have a lack of primary stability during implant placement. The patient was in pain and the implant couldn't be touched. The implant was moving when touched. It was reported that the implant site was infected. The patient status was reported as waiting to heal to replace implants.

Manufacturer narrative:
Additional information: b5. Corrected information: d6a, d6b, d9. The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive mini implant o-ball lot# 6105175 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive mini implant o-ball lot# 6105175 and found no additional product in stock. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of edentulous. IFU 4990 rev 3 (inclusive mini implant system) contains the following statement in the contraindications section: "patients should be evaluated before the time of surgery for factors that put them at risk from the implant placement procedure, or that may affect healing of bone or surrounding soft tissue. Implant placement in patients medically unfit for oral surgical procedures is contraindicated. Patients with systemic, localized or pharmaceutical treatment factors that compromise their ability to heal should be carefully evaluated. Do not place inclusive mini implants if there is not adequate bone width or height to contain the implant." IFU 4990 rev 3 (inclusive mini implant system) contains the following statement in the precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 4990 rev 3 (inclusive mini implant system) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU 4990 rev 3 (inclusive mini implant system) contains the following statement in the warnings section: "inclusive mini implants should always be used in sufficient quantity to prevent excessive stress on the implants; at least one pair in all cases. Absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Manufacturer reference: (B)(4).